Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low atrial sensing and was unable to obtain capture threshold. Programming changes were made on (B)(6) 2022. The patient was in stable condition.